Event description:
It was reported that the patient experience right ventricular failure and a centrimag (cmag) was placed. The patient was unable to be weaned from the cmag right ventricular assist device (rvad) after numerous attempts. It was decided to place a heartmate 3 as an rvad and the patient returned to operating room. The patient had extracorporeal membrane oxygenation (ECMO) removed, was placed on cardiopulmonary bypass (cpb) and the heartmate3 was placed on (B)(6) 2022.

Manufacturer narrative:
Date of event: the event date was not provided and has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of right heart failure could not be conclusively established through this evaluation. It was reported that after multiple attempts of weaning the patient off of their temporary right ventricular assist device (rvad), it was decided to place a heartmate 3 (hm3) left ventricular assist device (lvad) as an rvad (serial number (B)(6) in addition to their already implanted hm3 lvad (serial number (B)(6). The patient returned to the operating room, extracorporeal membrane oxygenation (ECMO) support was removed, cardiopulmonary bypass support was placed, and the heartmate 3 lvad was placed to provide right ventricular support. It was noted that the patient's right ventricle function was poor prior to their original lvad implant and the possibility of bi-ventricular support was not unexpected. It was planned for the temporary rvad to be sufficient; however, the patient had continued right heart failure as evidenced by rising central venous pressure, decreased cardiac index, and worsening pulmonary edema. The account indicated that a device-related issue did not cause or contribute to the right heart failure. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also discusses the potential development of right ventricular failure during or shortly after pump implantation as well as the associated treatment options. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, "patient care and management", discusses the potential development of right ventricular failure during or shortly after pump implantation as well as the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.